Event description:
It was reported that high, out of range hv lead impedance was observed. Upon revision, the lead tested normal with the system analyzer. The lead was reconnected to the device, set screws tightened, and when a tug test was performed the lead pulled out. The device was explanted and the lead remained implanted. Impedance measurements were normal with the new device. Patient condition was good.

Manufacturer narrative:
The reported field event of an inability to secure the lead into the header was confirmed in the laboratory. Visual inspection identified epoxy in the connector block. It is believed that the epoxy prevented the set screw from fully inserting into the header and securing the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.